Manufacturer narrative:
(B)(4). Batch # n92u0g. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device does not work. No further information available.